Event description:
The pharmacist reported the following event, when opening the packaging of the nail, the set screw fell on the floor because it was not in the packaging correctly. Another set screw was used to complete the surgery.

Manufacturer narrative:
Product inquiry stated the trochanteric nail kit, stst gamma3 ø11x180mm x 125° to be the subject product. No associated products were reported. A review of the DHR revealed no discrepancies; in particular in the packaging process. The item reported was documented as faultless prior to distribution. A physical evaluation could not be performed as the packaging / product in question was not returned for investigation. Review of the DHR revealed that the set screw was inserted in the package like specified (lying in a foam box). There was no evidence (like a photo of the unopened package) of a not in intended position placed set screw (rectangular aperture inside the foam block) and the reported event could not be confirmed. Nevertheless, as the product was discarded at the hospital, a physical examination of the subject item was not possible and the exact root cause of the reported event could not be determined with the information given. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist reported the following event, when opening the packaging of the nail, the set screw fell on the floor because it was not in the packaging correctly. Another set screw was used to complete the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.